Event description:
It was reported that the ilet displayed a message indicating it was awaiting cgm connection, and the patient experienced signal loss with the cgm while using fsl3+. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Troubleshooting and education were completed, including restarting the ilet and advising the user to replace the cgm sensor if connection did not restore within approximately twenty minutes. Investigation included technical support review and user troubleshooting guidance. Investigation of this case revealed a suspected cgm communication interruption with the responsible device not identified. It was concluded that the event was consistent with intermittent cgm connectivity, and replacement of the cgm sensor was advised if reconnection did not occur after restart.